Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. A technical investigation was not possible to be performed, as the device was not at hand for investigation. Review of incoming information it was reported that a patient underwent a revision surgery for the stem due to aseptic loosening after 6 months in vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the appropriate dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore hip stem b ext. Offs., size 5 on (B)(6) 2015. The patient was revised on (B)(6) 2015 due to aseptic loosening.